Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implanting procedure, the lead and implantable pulse generator (ipg) were unable to be connected smoothly, and the physician thought that the lead may have "slipped." The ipg was implanted and remains in use. No patient complications have been reported as a result of this event.